Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific crm received information that this right atrial (ra) lead exhibited misaligned markers on the electrogram and the surface electrocardiogram. It was confirmed from the field that everything was being sensed appropriately just later than expected. Subsequent information indicates that there have been continued concerns regarding misaligned markers and possibly a right atrial latency due to the lead position with concerns of loss of capture. The physician decided to see the patient back in 2 months and is convinced that it is atrial latency due to lead position with the possibility of the lead in and/or near the presence of scar tissue. As of today, this product remains in-service, should additional information become available, this report will be updated.